Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs7ezb6. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site arm while wearing the device between 4 and 24 hours. The patient's blood glucose values were reported to reach 180 mg/dl. The patient reported the infusion site to appear fully red, with no additional symptoms noted. The patient was taken to urgent care and diagnosed with an infection at the pod application site on (B)(6) 2026, this visit lasted 20 minutes. The patient was treated with ¿max seselin¿. Following treatment, the patient placed a new pod. No further information was provided.